Event description:
It was reported that during a recanalization procedure in right superficial femoral artery, the device tip allegedly pulled from the catheter. It was further reported that the tip caught on the support catheter. Reportedly, the physician had to remove everything from the patient which lost his access. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser iq catheter was received and evaluated. The crosser was returned with the support catheter. Upon visual evaluation, bunching was noted to the catheter. Marker band was unaccounted for as recon support catheter was stuck on iq catheter leaving the distal tip partially exposed. No functional testing was performed due to the condition of the device. Based on the investigation, the reported retraction problem is confirmed as the catheter was caught in the support catheter. The investigation is also confirmed for the identified material deformation issue as the catheter bunching was noted. One fluoroscopic image was provided and reviewed. The image shows the tip which is separated from the crosser catheter. Based on the image review, the reported material separation issue is confirmed. Therefore, based on the image review and returned sample analysis, the investigation is confirmed for the reported material separation, retraction problem and the identified material deformation issue. A definitive root cause for the reported material separation, retraction problem and the identified material deformation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. (Expiration date: 07/2023) .

Event description:
It was reported that during a recanalization procedure in right superficial femoral artery, the device tip allegedly pulled from the catheter. It was further reported that the tip caught on the support catheter. Reportedly, the physician had to remove everything from the patient which lost his access. There was no reported patient injury.